Event description:
Placed stent. Pt had respiratory issues, post-placement of stent. Blood pressure dropped. "Coded" the pt. Pt started to revive a little. Rep left procedure. Respiration issues continued. Corrective action taken n/a. Procedure outcome n/a. Pt condition pt died.